Event description:
It was reported that the needle in the bd insulin syringe with bd ultra-fine¿ needle came off inside the cap. This was discovered during use. The following information was provided by the initial reporter: material no: 328438 batch no: 8344560. It was reported that needle came off inside of cap. Per customer email: I added a single syringe in a small baggie in which the whole needle came off inside of the cap. It completely disconnected from the syringe. I wanted you to see that since that has occurred to me multiple times in the past few months as well and I think you need to know about that. These needles are performing very poorly and I am using twice as many with the quick dulling of the needles.

Manufacturer narrative:
H.6. Investigation: samples for (B)(4) and were returned in the same mail kit with external reference number (B)(4). Customer returned (151) 31g x 8mm, 0.3ml bd insulin syringes from lot 8344560: 150 syringes were sealed in polybags, and one syringe was returned loose. It was reported that the whole needle came off inside of the cap; it completely disconnected from the syringe. Also, quick dulling of the needles was reported by the customer. The one syringe that was returned loose was examined and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. 30 out of the 150 unused syringes were tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: sample 1 , point: good , outer diameter (in.): 103 , lube: good; sample 2 point: good , outer diameter (in.): 103 lube: good; sample 3 point: good , outer diameter (in.): 103 lube: good; sample 4 point: good , outer diameter (in.): 103 lube: good; sample 5 point: good , outer diameter (in.): 102 lube: good; sample 6 , point:good , outer diameter (in.): 103 , lube: good; sample 7 , point:good , outer diameter (in.): 103 , lube: good; sample 8 , point:good , outer diameter (in.): 103 , lube: good; sample 9 , point: good , outer diameter (in.): 102 , lube: good; sample 10 , point: good , outer diameter (in.): 103 , lube: good; sample 11 , point: good , outer diameter (in.): 103 , lube: good; sample 12 , point: good , outer diameter (in.): 104 , lube: good; sample 13 , point: good , outer diameter (in.): 103 , lube: good; sample 14 , point: good , outer diameter (in.): 103 , lube: good; sample 15 , point: good , outer diameter (in.): 103 , lube: good; sample 16 , point: good , outer diameter (in.): 103 , lube: good; sample 17 , point: good , outer diameter (in.): 103 , lube: good; sample 18 , point: good , outer diameter (in.): 104 , lube: good; sample 19 , point: good , outer diameter (in.): 103 , lube: good; sample 20 , point: good , outer diameter (in.): 103 , lube: good sample 21 , point: good , outer diameter (in.): 103 , lube: good; sample 22 , point: good , outer diameter (in.): 103 , lube: good; sample 23 , point: good , outer diameter (in.): 103 , lube: good sample 24 , point: good , outer diameter (in.): 104 , lube: good; sample 25 , point: good , outer diameter (in.): 103 , lube: good; sample 26 , point: good , outer diameter (in.): 103 , lube: good; sample 27 , point: good , outer diameter (in.): 103 , lube: good; sample 28 , point: good , outer diameter (in.): 103 , lube: good; sample 29 , point: good , outer diameter (in.): 103 , lube: good; sample 30 , point: good , outer diameter (in.): 103 , lube: good. Testing concluded with no further observed issues or manufacturing defects. A review of the device history record was completed for batch# 8344560. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (needle point dull). Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. CAPA#1122103 has been initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insulin syringe with bd ultra-fine¿ needle came off inside the cap. This was discovered during use. The following information was provided by the initial reporter: material no: 328438 batch no: 8344560. It was reported that needle came off inside of cap. Per customer email: I added a single syringe in a small baggie in which the whole needle came off inside of the cap. It completely disconnected from the syringe. I wanted you to see that since that has occurred to me multiple times in the past few months as well and I think you need to know about that. These needles are performing very poorly and I am using twice as many with the quick dulling of the needles.